Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine, bupivacaine, and dilaudid. The doses and concentrations were not known. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that about 1.5 years ago (from (B)(6) 2017), the patient had an incident during an MRI. The patient thought that he received a bolus dose and said he had a lump at the catheter site. The patient started to see green men and smelled something acrid. Because of distance to the healthcare provider (hcp), he went home. However, later on that evening he went to the emergency room (ER), and the ER consulted with the patient¿s hcp and administered an injection of dilaudid. However, that didn't help. The patient went to the hcp the following day. His pump was reset, and the symptoms/bump were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.